Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices two empty packages. A visual inspection of the returned product noted two open packages were returned. No retainer or product was returned with either package. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open eye procedure, the device thread broke easily. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.